Manufacturer narrative:
Per -(B)(4) final report: additional information, including the explanted device lot code, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level and medical history, if there is any suspected cause of the instability, if the patient followed correct post-op protocol, if the patient experience any slips falls or other trauma post primary surgery and an update on the patient post revision, has been requested in order to progress with the investigation of this event. The reporter responded that the information was unavailable or unknown. Based on the available information, no further investigation can be conducted and the root cause has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be reopened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision of the cs insert after 1 year and 11 months due to instability.

Manufacturer narrative:
(B)(4) initial report. Additional information, including the explanted device lot code, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level and medical history, if there is any suspected cause of the instability, if the patient followed correct post-op protocol, if the patient experience any slips falls or other trauma post primary surgery and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision of the cs insert after 1 year and 11 months due to instability.